Event description:
It was reported that the system monitor touchscreen was not always responsive.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touch screen not always responding when buttons are touched. The system monitor touchscreen was slightly offset and was re-calibrated. The system monitor was tested and returned to the customer's site. An observation was noted that during testing the system monitor backlight was not cycling properly. The direct current-alternating current (dc-ac) converter was found to be faulty. Replacing the dc-ac converter resolved the issue. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 19dec2005. The system monitor shipped on 21feb2006. The system monitor was manufactured on 15dec2005. Heartmate ii instructions for use revision b states if the system monitor does not function, please contact technical service or vad coordinator for assistance. No further information was provided. The manufacturer is closing the file on this event.